Event description:
As reported, the integrity of the balloon on a 8mm x 4cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was found to be compromised/punctured. There was no reported injury to the patient and the device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Code "3331" was added to section h6 as the analysis of production records was performed.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, d4, d8, d9, g3, g4, g6, h1, h2, h6, and h10. Complaint conclusion: as reported, the integrity of the balloon on an 8mm x 4cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was found to be compromised/punctured. There was no reported injury to the patient. Additional information was requested but was not provided. The product was not returned for analysis. A product history record (phr) review of lot 82226874 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. However, with the limited amount of information provided regarding lesion characteristics and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the integrity of the balloon on a 8mm x 4cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was found to be compromised/punctured. There was no reported injury to the patient. Additional information was requested but was not provided, and the device was not returned as expected.